Manufacturer narrative:
Device was not returned. If additional information becomes available, it will be provided in a supplemental report. Device disposition unknown.

Event description:
It was reported that in trying to implant a gamma lag screw, the screw wasn't advancing. The surgeon gave the screw inserter a couple of light taps with a mallet and the screw advanced. Once the screw was seated, the t-handle would not key in to the screw inserter to remove it from the lag screw. Pliers were used to remove the screw inserter. Surgery was completed successfully with a delay of approximately 30 seconds.